Event description:
It was reported that with the previous pump, the patient's catheter "came loose" and fluid collected around the pump. No patient symptoms, treatment, or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.